Event description:
A report was received that during the implant procedure, the pt's heart rate dropped and the procedure was aborted. According to the physician, the pt's heart rate drop was not device related, but anesthesia related. The leads that were implanted were immediately removed and nothing remained in the pt. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility. This is the final report.